Event description:
Device returned to MFR with report of "battery depletion - baclofen pump replacement". Follow up with hcp revealed the pt's "pump failed" in 2000. Pt experienced inadequate pain control with confusion, irritability and disorientation. Pt was requesting increase of po meds. Pt also had an outgoing uti at that time and an indwelling catheter. Pump was replaced and therapy restored.